Event description:
During pre-procedure protocol, it was reported that the implantable cardioverter defibrillator (ICD) displayed an error message while the device was being interrogated. There was no patient involvement. The ICD was replaced on (B)(6) 2024.

Manufacturer narrative:
Corrected data: h3 checked as yes.

Manufacturer narrative:
The reported event of error message on the programmer upon interrogation was confirmed. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The error message was due to the detection of high current consumption in the device. Analysis of device image found the device was drawing high current. Electrical testing confirmed high current drain from the hybrid. The cause of the high current was found to be a hybrid anomaly.